Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high and low blood glucose levels. He stated that he had to call the ambulance many times due to low blood glucose. He stated that he had to go to the emergency room at least 3 to 4 times within a year, if not more. He stated that he would have high blood glucose in the 300 mg/dl range, bolus 6.5 to 7 units of insulin, and when he checked his blood glucose a few hours later, his blood glucose was even higher. He stated that he bolused another 5 to 6 units, and by night, his blood glucose was even higher. He changed the set, and by the next day, his blood glucose dropped to the 30 and 40 mg/dl range. He believed he had an issue related to scar tissue and delayed absorption. During his last visit to the emergency room, the customer's blood glucose was 41 mg/dl. The call was disconnected prematurely before any further details were provided.